Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was a power on reset (por) which occurred on 7th aug 2014. Analysis results also noted that wireless telemetry was unable to be established. (B)(4)

Event description:
It was reported that patient was running on a treadmill when they started to not feel well, so they put their hands on the treadmill handles and then received a shock. The patient went to the ER (emergency room) to been seen. Interrogation of the device showed that the device had an electrical reset after the patient received a shock. It was also noted that after the por wireless telemetry is no longer available. The device was reprogrammed to original settings and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed. The analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4473 competitor lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was further reported that the device had reached eol (end of life) and was replaced. No patient complications have been reported as a result of this event.